Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The returned device was received sealed in its original packaging. The device was inspected for a breach in the packaging and it was found that the package integrity was intact. After closer inspection a clear fluid was found along the cannula sleeve. Additional on site and laboratory testing was needed to identify the clear fluid. The material was determined to be lubrication that is used on the internal gasket of the trocar device during processing.

Event description:
It was reported that prior to a procedure it was noticed that there are spots in the packaging that may have compromised the sterility of the device. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental report will be submitted once the investigation is complete.

Event description:
It was reported that prior to a procedure it was noticed that there are spots in the packaging that may have compromised the sterility of the device. There was no patient involvement and no adverse consequences associated with this event.